Event description:
It was reported that the patient¿s pain control had been poor at their last refill. A catheter access study showed no flow of cerebral spinal fluid (csf). The patient was taken to the operating room on (B)(6) 2014 for a catheter and pump replacement. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78418, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter; product ID 8709, lot# l78418, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. (B)(4).